Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: ventilator was at standby on mode and alarm panel connection lost appeared. No patient involvment.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of the device and the logfile analysis confirmed that the root cause of the incident was a defective ventilation unit (vu) esm board (part n° msp396377). The vu esm board communicates with the interaction panel (display). A malfunction of the vu esm board causes the device to become inoperable. However, the ventilation continues at all times. The service technician replaced the defective vu esm board and successfully ran all required functional tests. In this case there was no patient involvement. If a panel connection lost occurred during ventilation while a patient is connected to the device the user would have to exchange the ventilator causing a delay in therapy. In a worst-case scenario a deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable. There was no patient harm.

Event description:
Hamilton medical ag received the following event description: ventilator was at standby on mode and alarm panel connection lost appeared. No patient involvement.